Event description:
The staff, including the anesthesiologists, noted a problem that is related to new cannulas. When the o2 rate is increased the co2 monitor no longer detects the patient co2 level. Biomed has checked our equipment and it is not the monitors. Also, a few old cannulas were located and the monitors worked fine with them.